Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had multiple pump error alarm. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump was died and it said replace battery. Customer was able to complete rewind. Insulin pump passed self test. Customer stated that the insulin pump had hardware low level failure alarm and insulin pump failed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures alarms are confirmed in device history file due to a broken trace at u1 keypad assembly. No the motor arm restart cannot communicate with the main arm alarms or device test failed alarms noted during testing.